Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain/pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension and anxiety. Concomitant products included cetirizine hydrochloride (cetirizine), estradiol, lisinopril, metformin, mometasone furoate (asmanex), montelukast, omeprazole, topiramate and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching"), rash ("rashes"), pyrexia ("fever"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy and tvt and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals and abdominal pain had resolved, the genital haemorrhage, pruritus, rash, pyrexia, headache, dyspareunia and fatigue was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pruritus, pyrexia, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff improved after the surgery. She left with permanent scars after the surgery. Current weight as of (B)(6) 2019: 210 lbs. Approximate weight at the time of essure placement 187 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: results: confirmed full occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue, weight gain, abdominal pain. Event outcome was updated for the event: nickel allergy, abdominal pain, fatigue, dyspareunia(painful sexual intercourse), weight gain. Event outcome was updated for the event severe chronic pelvic pain/pain. Concomitant conditions and drugs were added. Lab data was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pruritus ("itching"), rash ("rashes"), pyrexia ("fever") and headache ("headaches"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy and tvt and cystoscopy). At the time of the report, the pelvic pain, genital haemorrhage, pruritus, rash, pyrexia and headache was resolving. The reporter considered genital haemorrhage, headache, pelvic pain, pruritus, pyrexia and rash to be related to essure. The reporter commented: plaintiff improved after the surgery. She left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: confirmed full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.